Manufacturer narrative:
(B)(4), the device was not returned for evaluation, but a device history review is being obtained. If any pertinent information is obtained, a supplemental report will be submitted.

Event description:
A patient underwent bilateral tt maze procedure using a mid1 dissector. Near the completion of procedure, an injury to the dome of the left atrium occurred. The surgeon decided to convert access to a sternotomy to repair the injury. The injury was repaired and the procedure was completed. This was a procedural complication, and there was no reported device malfunction.